Event description:
Kashkoush a, el-abtah me, achey r, et al. Flow diversion as destination treatment of intracranial mycotic aneurysms: a retrospective case series. Operative neurosurgery (hagerstown, md). 2023;24(5):492-498. Doi:10.1227/ons.0000000000000593. Medtronic literature review found a report of patient complications in association with pipeline devices. The purpose of this article was to present a single-center case series regarding the researcher's experience with fd as definitive treatment for ruptured mycotic aneurysms initially treated with coil embolization. Three patients with 4 ruptured mycotic aneurysms that were initially treated with coil embolization were identified that required re treatment. Successful retreatment using flow diverting stents was performed in all 3 patients. Only pipeline embolization devices (peds) were used in this study. The article does not state any technical issues during use of the pipelines. The following intra- or post-procedural outcomes were noted: -patient 2 was treated with a 2.5 × 16-mm ped deployed across the neck of the aneurysm. A 6-month follow-up angiogram demonstrated a 4-mm aneurysmal recurrence of the right mca aneurysm and a 7-mm recurrence of the left pca aneurysm, with progressive enlargement on serial angiography. Thus, the right mca aneurysmal recurrence was treated with a second overlapping 2.5 × 16-mm ped to increase the mesh coverage over the neck of the aneurysm. The left pca aneurysm was treated with a 2.5 × 18-mm pipeline flex embolization device, which demonstrated adequate stasis of aneurysmal blood flow  a 1-year follow-up dsa and 4-year magnetic resonance angiography demonstrated complete occlusion of both aneurysms without recurrence. At the last follow-up, the patient was neurologically intact without any focal deficits. -patient 3 had aneurysmal recurrence that was treated with treated with pipeline shield embolization device, despite still requiring multiple procedures including tracheostomy, percutaneous endoscopic gastrostomy, and ventriculoarterial shunting. At discharge, the patient was awake, following commands, nonverbal, with left-sided hemiparesis on discharge.

Manufacturer narrative:
G2: citation: authors: kashkoush, a., el-abtah, m. E., achey, r., hussain, m. S., toth, g., moore, n. Z., & bain, m.. Flow diversion as destination treatment of intracranial mycotic aneurysms: a retrospective case series. Operative neurosurgery (hagerstown, md.) 5 2023. Doi:10.1227/ons.0000000000000593. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See report #2029214-2023-01853 for related event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.